Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer removed the sensor and noticed "a site symptom" so they contacted an hcp via email and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch and adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer removed the sensor and noticed "a site symptom" so they contacted an hcp via email and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements.this serves as a correction report. Section h-10 was incorrectly documented in the initial report. Partial extended investigation was omitted from the report.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer removed the sensor and noticed "a site symptom" so they contacted an hcp via email and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.